Event description:
Reporter indicated that the site's handheld computer was freezing, which would resolve with a soft reset, but would reoccur later. Attempts for further information, and to have the device returned for analysis, have been unsuccessful to date.